Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
After the electrode was replaced, the customer received error messages on their ion selective electrode (ise) potassium calibration and received questionable results for patient samples. Data was provided for two patient samples. The customer estimated the initial results were around 7 mmol/l and provided a result of 7.4 for one sample. One sample had a repeat result of approximately 4.8 mmol/l and the other had a repeat result of approximately 4.3 mmol/l. The customer refused to provide specific data. The initial erroneous result for one of the samples was reported outside the laboratory and a corrected report was issued. The customer refused to provide specific information concerning which result was reported. No patients were adversely affected. The lot number and expiration date of the potassium electrode were requested, but were not provided. The customer refused a service visit and state he finished troubleshooting and resolved the issue. The customer refused to provide further information. Further investigation could not determine a specific root cause due to the lack of information provided by the customer.